Manufacturer narrative:
Clarification to d6a implant date: partial implant date provided as "in or around (B)(6) 1991". The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosed with bia-alcl"; "seroma"

Event description:
Patient representative reported left side "diagnosed with bia-alcl", "symptoms consistent with alcl", "seroma", "pain", "removal of implants due to fear of alcl, to reduce risk of alcl", and "fear of alcl including: subcellular changes, chronic inflammation". Pathological markers confirming alcl have not been received. Patient representative also reported "aggravation of underlying conditions including depression and anxiety", which is not device-related. Device has been explanted and replaced.